Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I definitely enjoy sex more now. Before I had a lot of pain with it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and libido decreased ("I do have lower libido"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy(uterus,cervix,tubes)). Essure was removed. At the time of the report, the dyspareunia was resolving and the libido decreased outcome was unknown. The reporter considered dyspareunia and libido decreased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients social media: dyspareunia, libido decreased. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this recort was detected to be a duplicate to record# us-bayer-2018-025521 to which all information was transferred, then this duplicate record # us-bayer-2019-126266 will be deleted incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I definitely enjoy sex more now. Before I had a lot of pain with it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and libido decreased ("I do have lower libido"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy(uterus,cervix,tubes)). Essure was removed. At the time of the report, the dyspareunia was resolving and the libido decreased outcome was unknown. The reporter considered dyspareunia and libido decreased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients social media: dyspareunia, libido decreased. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.